Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device fired correctly during surgery however after several days post gastric roux en y bypass procedure, the anvil was discovered inside the patient with the help of CT scan but the exact location where the anvil was found was unknown. It was not known that the anvil was remained in the patient after the completion of original procedure. Patient was brought back to the operating room to remove the discovered anvil. The event lead to extend the patient hospitalization.